Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The revel ventilator passed 80 hour extended tests at customer's settings. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that revel ventilator has a leak in the oxygen delivery system. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported issue.